Event description:
A facility director reported that during intraocular lens (iol) implant surgery the surgeon noted a posterior capsular tear after the lens was inserted in the eye. The lens was removed during the same surgery and a new one was implanted into the sulcus. Additional information was received from the surgeon indicating an anterior vitrectomy was also performed to treat the event. In the opinion of the surgeon, the iol did not cause or contribute to the event. The event resolved with the treatment. An unapproved viscoelastic was used during the procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated an unapproved viscoelastic was used with the lens/cartridge combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).